Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, pt dislocated. Explanted 28mm head and implanted 36mm head.